Manufacturer narrative:
Evaluated one opened/used reservoir; inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed manual prime, visual fluid flow through infusion set and out catheter tip and conclusion reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 350 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue.